Event description:
It was reported by the rep that the (tlc55) was used during an unknown procedure. It was reported that the stapler was not closing properly. The case was completed with the same like device. There was no pt consequence.